Event description:
The olympus representative reported on behalf of the customer, during preparation for use for a diagnostic procedure, the evis lucera elite gastrointestinal videoscope was microbiologically cultured and failed the culture test. It was unknown what microorganism was found in the channel tube of the device. The intended procedure was completed with a similar scope with no surgical delay. No patient harm reported. Additional information was received from the customer. The infection control department at the facility sent the endoscope for ethylene oxide sterilization two (2) additional times, and finally the scope passed the test.

Manufacturer narrative:
The cleaning, disinfection, and sterilization (cds) was performed by the customer. The start of precleaning was not delayed after the procedure. Water was aspirated through the instrument/ suction channel with a suction pump. The air/water channel was flushed with water and air by using mh-948. The reprocessing accessories had no abnormalities. Manual cleaning was performed within an hour after the procedure. Presoaking was performed. The device passed the leak test. The detergent used was 3m. All brushed points were checked including the instrument channel, suction channel, air/water valve/suction valve, biopsy valve. The device was appropriately rinsed before manual disinfection. All channels were flushed with and immersed in the disinfectant. The water quality in the final rinse was sterile water. The automatic endoscopic reprocesser (aer) used was the mintech (dad201) along with ruisaide peracetic acid detergent solution. All scope channels were connected with tubes when the scope was setting up into the aer/ ewd. The disinfectant solution was used before the expiration date. The disinfectant solution met the minimum effective concentration (mec). The water filter was replaced within the specified period. The rinse water treatment system was ultraviolet light based. The decontamination system had abnormality.the device was returned to an olympus service center for evaluation and the reported issue was a sporadic failure. The failure could not be confirmed but occurrence was likely.the investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. Based on the results of the investigation, a relationship between the subject device and the positive culture test could not be determined. Per the customer, the initial sampling was obtained from the channel tube (ch-tube) on an unspecified date; and both the colony-forming unit (cfu) and bacterial identification are unknown. The user reported that the final culture test was negative. It was confirmed that there was no deviation from the IFU reprocessing manual during reprocessing of the device. The event can be detected/prevented by following the instructions for use which state: IFU warns on inappropriate reprocessing as follows: an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them. Olympus will continue to monitor field performance for this device.